Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2019. Investigation summary: it was reported performance breakage suture. A needle/suture piece and eight unopened samples were returned for analysis. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected. The suture piece was examined along of strand and the end was noted cut that appears to be by the use of a surgical instrument. In addition, a functional test was performed and the tensile force met the requirements. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the open sample, the assignable cause of the performance breakage suture was an improper handling. In the visual inspection of eight unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of three needles were as expected. The sutures were dispensed without problems and examined along of strand and no defects or damage were noted. A functional test was performed to samples and the tensile force met the requirements. Per the condition of the representative samples, no performance breakage suture were found and tested samples met the finished good requirements.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spinal surgery on (B)(6) 2018, and a suture was used. During surgery, the suture was broken easily during use under the skin. There were no adverse patient consequences reported. No additional information was provided.